Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Power on self-test was performed with no issues noted. The f-38 alarm was identified during functional testing. The cause of the condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump cannot turn on. This was discovered before use. There was no patient involvement. No additional information is available.